Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose and was hospitalized with diabetic ketoacidosis. Customer stated she changed the site multiple times but could not reduce the blood glucose level. She experienced nausea, dry heaving and thirst. Blood glucose value at the time of incident was 321 and at the time of admission was 300 mg/dl. She was treated with insulin drip, saline, blood thinner and phosphorus. Blood glucose at the time of the call was 227 mg/dl. Customer declined checking the settings. No site, set or insulin issues found during troubleshooting and the insulin pump passed the high pressure test. The insulin pump would not be replaced or returned for analysis.